Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The hypotube was completely separated 38.7cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-aug-2017. It was reported that crossing difficulties were encountered. The 88% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 4.00mm x 15mm nc emerge® balloon catheter was advanced for dilation but the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.